Event description:
The pt was a visitor at the time of the event on 4/14/95. She was sitting at the bedside of a pt who was to receive taxol chemotherapy via the suspect medical device. The nursing staff was priming the tubing and filter when the visitor suddenly felt fine mist spraying onto her face and into her eyes. The mist appeared to be coming from a possible crack in the filter. She was initally treated for chemical conjunctivitis in the emergency care unit. On 5/19/95, rptr was made aware that she continued to have problems with burning of the face and "sandpaper" feeling in the eyes. She is being treated at another facility. The prognosis is unknown.